Event description:
The patient experienced frequent shocking. The ins and extension were replaced. The patient no longer experienced shocking and recovered without sequela.

Manufacturer narrative:
(B)(4). Lead: model 3387s-40, lot# v187428, implanted: 2010 (B)(6), explanted: na. Extension model 7482a40, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the internal neurostimulator (ins), model # 7426, serial # (B)(4) found the ins functionally okay. No significant anomalies found. Analysis of the extension model # 7482a40, serial # (B)(4) found the extension body cut through and product segmented. No significant anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.